Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. The patient presented in the or for a tavr procedure. A centrally positioned access was gained utilizing a micropuncture kit with ultrasound guidance. The right common femoral arteriotomy was clear of calcification. No issues were encountered advancing or withdrawing the procedural sheath. After placing the valve, an 18f manta was deployed to the measured depth for closure. In the following deployment, hemostasis was not achieved. Balloon angioplasty was deployed to tamponade and the physician chose to deploy a stent to address the bleed. The manta anchor and collagen remained in place and were not removed. Post-procedure patient outcome was fine. There are many potential causes for post-procedure bleeding. Post-recovery bleeding is a common occurrence following any closure device deployment and may occur due to collagen requiring time to clot to create a seal. Complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention (covered stent) are listed in the manta instructions for use (IFU) as possible adverse events related to vascular closure devices. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. Precautions listed in the IFU indicate that if bleeding from the femoral access site persists after the use of the manta device, the situation must be assessed. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Due to an insufficient amount of information regarding the initial and deployment procedures, patient conditions, and environment, no device or angiograms were submitted for investigative purposes, and a root cause for the extended hemostasis requiring a covered stent cannot be determined. The device was not returned, there is believed to be no device failure. Risk documentation was reviewed, and covered stent placement as a known risk. There appears to be no product quality issue concerning manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: "manta was deployed and closure was not completed. Balloon and stent were placed to complete closure. Manta fo otplate/collagen were kept in place and not removed."

Manufacturer narrative:
Qn#(B)(4). Section h6: investigation codes updated. Device evaluation: the device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. The patient presented in the or for a tavr procedure. A centrally positioned access was gained utilizing a micropuncture kit with ultrasound guidance. The right common femoral arteriotomy was clear of calcification. No issues were encountered advancing or withdrawing the procedural sheath. After placing the valve, an 18f manta was deployed to the measured depth for closure. In the following deployment, hemostasis was not achieved. Balloon angioplasty was deployed to tamponade and the physician chose to deploy a stent to address the bleed. The manta anchor and collagen remained in place and were not removed. Post-procedure patient outcome was fine. There are many potential causes for post-procedure bleeding. Post-recovery bleeding is a common occurrence following any closure device deployment and may occur due to collagen requiring time to clot to create a seal. Complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention (covered stent) are listed in the manta instructions for use (IFU) as possible adverse events related to vascular closure devices. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. Precautions listed in the IFU indicate that if bleeding from the femoral access site persists after the use of the manta device, the situation must be assessed. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Due to an insufficient amount of information regarding the initial and deployment procedures, patient conditions, and environment, no device or angiograms were submitted for investigative purposes, and a root cause for the extended hemostasis requiring a covered stent cannot be determined. The device was not returned, there is believed to be no device failure. Risk documentation was reviewed, and covered stent placement as a known risk. There appears to be no product quality issue concerning manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: "manta was deployed and closure was not completed. Balloon and stent were placed to complete closure. Manta fo otplate/collagen were kept in place and not removed."